Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoidectomy procedure, the staple line failed and an extra 3 inches of colon had to be removed. Due to the device issue, tissue damage occurred, and the operating time was extended for more than 30 minutes. A new device was used to complete the case. Patient also had to extend hospital stay for check up and observation for a risk of leak.